Manufacturer narrative:
G4: 22jun2020 b4: (B)(6)2020 the biomedical engineer replaced the power switch overlay to address the alarm led (light emitting diode) failure error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jun2020.

Event description:
The biomed is reporting the v60 is displaying alarm led failed error. The customer contacted product support and was advised to replaced the power switch overlay to address the issue. The customer reported that the unit was not in use on patient.